Event description:
The event was reported by the customer on a user facility medwatch. It was reported that the staples were noted to be crossed when the er320 was tested prior to the procedure. The device was not used on the pt, and is available for evaluation. No pt consequence occurred as a result of this event.